Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported seeing high impedances intra-operatively. The impedances were normal when tested with the multi-lead trialing cable but were showing high once the lead was inserted into the implantable neurostimulator (ins). Impedances run at 0.70v were in the range of 3,000 to 5,000 ohms. The impedances were re-run at 1.5v and the impedances with contact 0 as the reference were 4757, 3847, 3682, 3753, 3976, 3491, 3491, 3718, 3523, 3682, 4728, 6068, 4699, 3347, and 3639 ohms. The impedances were run again at 3.0v and the impedances with contact 0 as the reference were 4744, 3782, 3602, 3661, 4013, 3437 3453 3723 3472 3581 4680 6355 4781 3270 3564 ohms. Using contact 1 as the reference electrode, electrode 12 had the highest impedance with 6542 ohms and electrode 8 had the lowest impedance with 3385 ohms. Using electrode 2 as the reference electrode, electrode 12 had the highest impedance with 5433 ohms and electrode 9 had the lowest impedance with 1305 ohms. There were no patient symptoms reported. No interventions were performed. The cause of the high impedances was not determined and the high impedances had not been resolved. The patient had good coverage with the stimulation and it was working great however, they were running higher amplitude numbers than the trial. The patient was indicated for spinal pain.